Event description:
It was reported that the unit was having ballast problems which allegedly caused the lamp to not light up.

Manufacturer narrative:
Additional info will be provided once investigation is complete.